Event description:
As reported, the patient had an initial bilateral tka on (B)(6) 1995. The patient had a previous right knee revision on (B)(6) 2010 due to unknown reasons. The patient's right knee was revised again on (B)(6) 2021 due to unknown reasons. No further patient information/medical history provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Additional information - a2, b6, b7, d8, d10 h6. Investigation results - the revision reported was likely the result of a degradation of the bond between the tibial tray and the bone and patient-related conditions after being implanted for over 10 years, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were not provided. These devices are used for treatment not diagnosis. There is no other information available. Correction, f6, f8-blank.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information h7: z-0019-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.